Event description:
The customer complained that when the head up is activated, the foot hi/low also raises.

Manufacturer narrative:
The technician changed the valve which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.